Event description:
Pt on cpb for more than 4 hrs with temp of 33.4c, spallation of arterial raceway tubing occurred. Pump off for approx 3-4 mins. New tubing inserted; postoperatively, pt. Neurologically intact.